Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic hepatectomy surgery, when severing liver tissue, after fired, noted staples malformed with irregular shape (with straight leg). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # t5ex9z. H6: component codes: others (g07). Investigation summary: the analysis results showed that one ecr60g reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were for medwatch sent on 12/7/2020. D9: device available for evaluation? Yes. D9: device returned to manufacturer? Yes. D9: date device returned to manufacturer? 12/7/2020. H3: device evaluated by manufacturer? No. H3: device evaluation anticipated, but not yet begun as of 12/7/2020, the date the initial mw was sent.